Event description:
Patient called lfs in 2004 alleging the meter would only prompt an error 4 message while attempting to test. The patient reported having a headache, a symptom of low blood sugar, while attempting to test. The patient treated themselves with food and drink. They then went to the hospital where they were given something to drink. Their blood sugar was tested at the hospital and the patient stated the result was over 200 mg/dl on the hospital meter. The issue was not resolved with troubleshooting. The meter has been replaced for the patient. No further information has been reported. The case is being reported as a malfunction. There is insufficient information to show that the meter caused or contributed to a serious injury. It would have been helpful to know the exact reading in the hosp and if the patient attempted to test on their meter before going to the hospital. Medical affairs attempted unsuccessfully to reach patient by phone. A letter is being sent as a second attempt to reach the patient.